Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl). The customer stated that the high bg occur on the day the pump supplies are changed. A bolus via the pump was delivered to address the bg level. The customer had worked with a healthcare provider and the high bg has been resolved by setting a temporary basal rate on the day of the supply change. The customer's bg was within the target range (117 mg/dl) on the day tandem technical support was contacted.